Event description:
The device was involved in an overinfusion incident. No patient injury was reported. There is no further information available about the patient. The disposables have been discarded. In 2008, the primary was set at 100 ml/hour with 30ml of saline to be infused. The piggyback was set at 50ml per hour with 50ml of zosyn. Ten minutes later, the pump read bag empty alarm and all of the zosyn was emptied. The primary and piggyback rates still showed what they were set at.

Manufacturer narrative:
The device has not yet been released by reporter to be returned to b. Braun for evaluation. Device evaluation results will be submitted when returned and evaluation is completed.